Event description:
It was reported that when getinge fse checked the operation of the monitor of cardiosave hybrid, 3.1 edition intra-aortic balloon pump (iabp) during the safety disk replacement work, an abnormality occurred in the screen display, causing it to become distorted. There was no patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the operation of the monitor during the safety disk replacement work, an abnormality occurred in the screen display, causing it to become distorted. After checking the inside of the device, it was found that the cause was a poor connection between the upper display board connected to the touch panel and the monitor cable. Reconnecting the board did not result in a reproducible problem, but as a precaution, the upper display board (d670-00-1183) and monitor cable (d012-00-1558) were replaced. The problem was not reproducible during an operational inspection after replacement, and the results were good.